Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received any product involved with this event for failure analysis evaluation as there was no allegation of a product malfunction. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted nipple sparing mastectomy with bilateral implant reconstruction as part of a clinical investigation on (B)(6) 2022, the patient developed a blistering reaction around the right breast incision on post-op day 3. The patient's blistering reaction developed into a post-operative enterobacter cloacae infection, identified after aspiration of the seroma. The patient developed intermittent breast cellulitis which was resolved with antibiotic use. After several months on (B)(6) 2022, the patient developed worsening local pain and erythema. A day after presentation, the patient underwent a second surgical procedure for prothesis removal and washout. Two days after the second procedure on (B)(6) 2022, the patient underwent a third surgical procedure for prosthesis replacement. The patient required an additional hospital admission due to recurrent breast cellulitis, which was resolved with intravenous antibiotics. The cause of the operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted nipple sparing mastectomy with bilateral implant reconstruction as part of a clinical investigation (clinical ide study: a prospective, multicenter investigation of the da vinci® xi¿ surgical system in nipple sparing mastectomy (nsm) procedures on (B)(6) 2022, the patient developed a blistering reaction around the right breast incision on post-op day 3. The steri-strips were removed and xeroform gauze was applied. The patient was then seen the next day when noted improvement was observed. The surgeon determined the reaction to have been contact dermatitis from skin retraction on (B)(6) 2022. Later, the patient required re-hospitalization. The event occurred after the patient's blistering reaction developed into a post-operative enterobacter cloacae infection, identified after aspiration of the seroma. The patient developed intermittent breast cellulitis which was resolved with antibiotic use. After several months on (B)(6) 2022, the patient developed worsening local pain and erythema. A day after presentation, the patient underwent a second surgical procedure for prothesis removal and washout. Two days after the second procedure on (B)(6) 2022, the patient underwent a third surgical procedure for prosthesis replacement. The patient required an additional hospital admission due to recurrent breast cellulitis, which was resolved with intravenous antibiotics. The patient has reported a complete improvement in symptoms as of (B)(6) 2022. The initial robotic surgery was completed as expected. No fragment fell into the patient. No malfunction of the da vinci system or instrument has been reported.

Manufacturer narrative:
Postoperatively, at pod 3 unscheduled follow-up, patient reported redness around the right incision site, which appeared erythematous and edematous with surrounding small blisters. Serous drainage was also noted. The patient was advised to apply topical steroid cream to the irritated skin around the right incision site. At pod 5 unscheduled follow-up, patient reported pain on the right side and was taking oral tylenol and tramadol. The right lateral breast incision still showed severe erythematous rash with multiple blisters and peeling skin. Faint erythema extending to the inferior portion of the right breast was noted. The right drain output was serosanguinous with yellow/cloudy appearance. The patient was diagnosed with severe contact dermatitis. The rash was cleansed with sterile saline to remove any residual adhesive that may be present on the skin. The patient was prescribed triamcinolone cream for the rash, advised to switch to sulfamethoxazole-trimethoprim for 10 days, and to resume duricef after the course of bactrim was completed. On pod 12, rash and redness improved. Tissue expansion was performed on pod 13. At plastic surgery follow-up on pod 30, the patient reported right breast tightness compared to the left as well as pain. Fluid accumulation around the right tissue expander was identified. Right breast seroma was diagnosed, and 50ml of thick yellow/orange fluid was aspirated from around the tissue expander. The aspirate appeared consistent with fat necrosis but was sent for culture, which identified enterobacter cloacae on pod 32. Augmentin was continued. The patient had been on cefadroxil since pod 0, with a 10-day gap where bactrim had been prescribed, which was changed to ciprofloxacin on pod 33 after susceptibility. At plastic surgery follow-up on pod 36, the right breast had a small amount of fluid accumulation around the tissue expander. 10ml of fluid was aspirated from the right breast seroma. On pod 42, patient consulted with infectious disease. A blood culture was advised. Antibiotic management with a 3-week course of ciprofloxacin was advised. At pod 57 follow-up, right breast ultrasound showed multifocal edema and skin thickening, which were attributed to postprocedural or infectious etiology. On pod 62, increased right breast fullness was noted but signs of active infection. The lateral portion of the right breast was noted to have faint redness on pod 100. The right breast was also erythematous along the medial inframammary fold (imf) with significant tenderness, and the area was noted to be fluctuant. Ultrasound was performed with attempted aspiration; no fluid was aspirated. On pod 103, the patient experienced increased right breast pain. The right breast area along the medial imf was fluctuant with a protruding area that appeared yellow. The right breast was firm compared to the left. It was suggested to undergo washout and right tissue expander removal as well as infectious disease consult for continued management of the infection. On pod 104, irrigation and debridement of the right breast was performed with removal of the tissue expander. Purulent fluid in the peri-implant space was seen intraoperatively and was sent for cultures, which identified staphylococcus epidermidis and enterobacter cloaca. On pod 106, the patient underwent repeat incision and drainage, wound vac removal, and placement of a new tissue expander with antibiotic spacer. The wound bed was clean with no signs of ongoing infection. The patient was placed on ertapenem and daptomycin. On pod 118, the rash under the right breast incision was significantly improved, and hydrocortisone cream was being applied as needed. On pod 120, ertapenem and daptomycin were discontinued, and the patient was advised to start on 2 weeks of bactrim and doxycycline. Focused right breast ultrasound was performed and showed mild soft tissue edema with no focal drainage fluid collection. On pod 123, the patient was admitted with report of increasing pain, redness, swelling along right medial breast and chills over the past 48 hours. Symptoms started on pod 121 with acute onset diarrhea, nausea, vomiting, general malaise, and chills following a restaurant meal. Gastroenteritis improved the following day, but right breast redness and warmth were noted, with mild tenderness to palpation and was admitted for further evaluation. On pod 124, right breast ultrasound demonstrated small fluid collection along the medial edge and 53ml of serosanguinous, blood-tinged fluid was aspirated and sent for culture. IV ertapenem and daptomycin was started. The patient was discharged with a right breast cellulitis diagnosis and continued taking ertapenem and daptomycin. On pod 139, no obvious signs of infection were demonstrated at follow-up. At pod 149 plastic surgery follow-up, medial aspect redness of right breast had resolved. Diep breast reconstruction was scheduled. The patient underwent bilateral breast reconstruction with diep flaps and bilateral tissue expander removal and capsulotomy on (B)(6) 2022.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Correction - field b3: the onset date was updated to 12-dec-2021 for the following reported information. On 15-sep-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: the patient¿s blistering reaction developed into a post-operative enterobacter cloacae infection, identified after aspiration of the seroma on (B)(6) 2021.

Event description:
Refer to h10/h11 for follow-up information.